Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal. The error alarm was also confirmed in alarm history.

Event description:
The customer's son called to report an error alarm after the insulin pump was exposed to an MRI scan. Troubleshooting was performed, and found that all the settings were erased. Nothing further was reported.